Event description:
It was reported that, during pre testing, there was brown staining on the tip of the foley catheter.

Manufacturer narrative:
The reported event is inconclusive as per the photos sample. Visual evaluation of the returned five photo sample noted one opened (without original packaging), used silicone foley catheter with drainage bag. Visual inspection of the first photo sample shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal with drainage bag. The second photo shows the overview temp sensing foley catheter with sample port connector. The third photo sample shows an enlarged image of the catheter balloon. The fourth photo shows the inflation valve/cap with material number 119314 and manufacturing lot number ngjx0310. The fifth photo shows a slip in japanese language. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Therefore, reported event is inconclusive. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pre-testing, there was brown staining on the tip of the foley catheter.